Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicates the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that three of the cartridges have split. There was no harm to any patients. It was noted that the split cartridges were discarded. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the complaint cartridge was not returned. Three unopened boxes and four unopened samples in an opened box for a total of thirty-four (34) samples from the same reported lot were returned for evaluation. Samples from the thirty-four unopened cartridges were opened and evaluated. No damage was observed. Additional samples were opened. The cartridges were functionally tested per the directions for use (dfu) using a qualified handpiece, lens, and viscoelastic. The cartridges were filled with viscoelastic per the dfu. The lenses were loaded and biased down. The lenses were advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens deliveries; there were no split tips observed to the samples following lens deliveries. The customer indicated the use of a qualified lens model, handpiece, and viscoelastic. The root cause cannot be determined. There was no problem found with the returned cartridges from the same lot as the reported complaint cartridge. The used cartridge was not returned. The manufacturer internal reference number is: 2018-05749

Manufacturer narrative:
Samples were received by a company representative and are in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided. This case now represents one event with one patient. This is one of three medical device reports for this issue.